Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The blood glucose that the suspend event level was 230 mg/dl. The customer¿s other blood glucose value was 170 mg/dl. Sensor value that the suspend event was 54 mg/dl. Insulin pump was suspended due to divergence. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer was declined high and low blood glucose event due to divergence. The sensor will not be returned for analysis.